Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6004154 in question was manufactured at the reynosa site. The reference samples for the lot 6004154 have already been previously tested for visual inspection and tested for flow in the database complaint (B)(4) on 14/feb/2024. All test results were found within specifications as per the test report database complaint (B)(4) test report. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 6004154 was verified and it was found within specification. Device history record (DHR) review: the lot 6004154 was manufactured according to the work instruction (wi) version 108 manufactured in the line inset 6, on 11/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code soft cannula found bent upon removal from infusion sit and lot 6006534 and no other complaints have been registered in database for the same lot 6006534 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1515780 1. Include the defect in document (B)(4) (work instruction inset line) 2. Improve guards of the conveyors 3. Update trays for the stock of cannulas 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database1771074- 30/sep/2025).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient reported bent cannula event on (B)(6) 2024. The blood glucose level reached 291mg/dl. The user tested for ketones and had moderate levels no further information available.